Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displayed user advisory "(ua) 45" (not at "home" position after power-on/restart) error message was not confirmed during functional testing but confirmed during archive data review. The autopulse passed the initial functional test without any fault or error. The autopulse performed as intended. The most probable root cause of the reported issue was due to unintended or contributed user error. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on. A user advisory - (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory - ua45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Zoll has informed the field service for the purpose of customer training and have enclosed an information sheet for the customer to correct the ua45 error message. No physical damage was observed on the autopulse platform during visual inspection. During archive data review, observed multiple ua45 error messages on the reported event date. Thus, confirming the reported complaint. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The load cell characterization test passed. The autopulse platform passed all functional tests.

Event description:
Customer reported that the autopulse platform (serial #(B)(4)) displayed a user advisory "(ua) 45" (driveshaft not at "home" position after power-on/restart) error message during reanimation. Patient use information was requested but no additional information was provided, therefore patient use is unknown.